Manufacturer narrative:
(B)(4). Age at time of event: (B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06680; 2134265-2016-06681; 2134265-2016-06682 it was reported that the burr became stuck on the rotawire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified 2nd right posterolateral artery and inferior septal artery. Two 330cm rotawire and two 1.50mm rotalink plus were selected for use. During the procedure, the 330cm rotawire was inserted and passed through the left anterior descending artery (lad). A 1.50mm rotalink plus was prepared and tested outside the patient. After testing, the burr was delivered into the target lesion located at the right posterolateral artery. The physician then attempted to withdraw the burr to change the size when the burr became stuck on the wire after coming out of the y-connector. The burr was removed together with the wire. The physician again inserted another rotawire through the lad and used a 2.0mm rotalink plus to ablate the target lesion. The physician then delivered the rotawire into the inferior septal artery and used another 1.50mm rotalink plus. After outside testing, the burr was delivered and ablation was performed. As the physician was removing the burr, the burr became stuck on the wire after coming out of the y-connector. The burr and wire were removed together as a unit. The procedure was completed with a different device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr unit were received together. The advancer knob was received tightened in a backward position. The rotawire was received in the rotablator rotalink plus device. There were numerous kinks in the coil of the rota device and rotawire. The advancer knob was loosened and then the handshake connections were examined and no damage or issues were found. The advancer knob was moved forward and locked and attempt to remove the rotawire was made but resistance was encountered. The handshake connections were detached from each other and the rotawire was unable to be removed from the rota device due to the kinks in the rotawire not passing the handshake connections. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06680; 2134265-2016-06681; 2134265-2016-06682. It was reported that the burr became stuck on the rotawire. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified 2nd right posterolateral artery and inferior septal artery. Two 330cm rotawire(tm) and two 1.50mm rotalink(tm) plus were selected for use. During the procedure, the 330cm rotawire(tm) was inserted and passed through the left anterior descending artery (lad). A 1.50mm rotalink(tm) plus was prepared and tested outside the patient. After testing, the burr was delivered into the target lesion located at the right posterolateral artery. The physician then attempted to withdraw the burr to change the size when the burr became stuck on the wire after coming out of the y-connector. The burr was removed together with the wire. The physician again inserted another rotawire(tm) through the lad and used a 2.0mm rotalink(tm) plus to ablate the target lesion. The physician then delivered the rotawire(tm) into the inferior septal artery and used another 1.50mm rotalink(tm) plus. After outside testing, the burr was delivered and ablation was performed. As the physician was removing the burr, the burr became stuck on the wire after coming out of the y-connector. The burr and wire were removed together as a unit. The procedure was completed with a different device. No patient complications were reported and the patients' status was good.